Event description:
Dr. Reports a patient lung perforation caused by circa probe. Patient coughed up blood for five days, then recovered. No fluoroscopy was used in the procedure.

Manufacturer narrative:
Probe was misplaced in bronchus rather than esophagus. There is no defect or malfunction of the device. User error - fluoroscopy was not used during probe placement. Device IFU states to use fluoroscopy during probe placement.